Manufacturer narrative:
The locking screws and pedicle screw were returned for evaluation. Visual examination was performed. All devices exhibited signs of wear consistent with surgical use. The locking screws and pedicle screw threads displayed no abnormalities and performed properly during evaluation. A review of the device history records found no non-conformances to specification. In addition, two tightening instruments were returned for evaluation. These devices performed within design specifications; no visual or functional abnormalities were detected. A review of the device history records found no non-conformances to specification. Based on the results of our evaluation, no definitive conclusions can be drawn.

Event description:
At routine 6 month follow up, x-ray imaging showed a locking screw at l5 level appeared to be disengaged. The patient was asymptomatic. The surgeon chose to re-instrument due to migration of the interbody device (another manufacturer). The surgeon successfully removed and replaced the loose locking screw and additionally one pedicle screw and locking screw and the interbody device.